Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusions set's tubing suddenly became loose, and it came apart while the patient was sitting and just watching television. The site location was the patient's abdomen and the pump was located on the same side. The infusion had been use for a few hours and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.